Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, a trapezoid basket in conjunction with an alliance handle was used in an attempt to crush a 1.5cm stone. However, the thumb ring broke. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4).